Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. No noise anomaly was noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer's insulin pump was making strange noise when attempting to deliver insulin. It was reported that drops could not be seen at the end of the tubing. The customer's blood glucose level at the time of incident was 295.2mg/dl. It was reported that the pump did not pass the displacement test. It was reported that the device would be replaced.